Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient experienced a pericardial effusion when both the mapping catheter and the balloon catheter rubbed against the posterior wall of the left atrium by the right superior pulmonary vein (rspv). The case was aborted while the patient was under general anesthesia. It was also noted that the manufacturer sheath was in the heart at the time of the effusion. A pericardiocentesis and cardiopulmonary resuscitation (CPR) were subsequently performed; however, it was noted that there was no cardiac arrest. The patient was in stable condition and was transferred to the intensive care unit (ICU). The patient was noted to be awake and alert. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed sixteen applications were performed with balloon catheter 2af284 with lot number 56618 without any issues present. In conclusion, the reported pericardial effusion could not be confirmed through testing. There is no indication of relation of adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.